Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. It was stated that the customer was experiencing unexplained high glucose since and endoscopic retrograde cholangiopancreatography was performed several months ago. It was stated that high levels of radiation was used during the procedure. It was also reported that the customer had a cat scan a month ago, and the insulin pump was exposed to a harmful environment. A replacement of the insulin pump was requested. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.